Event description:
It was reported that the device was non-functional, the pulse generator had battery depletion. Symptoms experienced were usual low back and leg pain, not able to recharge. Troubleshooting was replacement on (B)(6) 2010. Patient was scheduled for follow up on (B)(6) 2010. Patient was doing well following replacement and without complications.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.